Event description:
Customer reported the panorama central station shut down, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system. Corrections included reloading the system's software. Problem was resolved.